Event description:
It was reported that a female patient underwent a breast surgery with a 650cc mentor memorygel breast implant and experienced ptosis on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 14, 2023, mentor received supporting information to the patient's already reported diagnosis of capsular contracture. The patient experienced breast deformity and was treated for the patient's painful implant capsular contracture. On july 24, 2023, similar information that supported the diagnosis of the capsular contracture; the patient stated experiencing breast pain, distortion, and firmness. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On december 30, 2023, mentor received additional information regarding the patient's diagnosis. It was also reported that the patient experienced capsular contracture (baker grade 4) on the right side. Section h6-health effect - clinical code has been updated to reflect the additional information. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the device was returned on february 04, 2022. Section d9 has been updated in this report. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022, mentor became aware that the previous report indicated that the device had not been returned for analysis. The device was returned for analysis on (B)(6) 2022.

Manufacturer narrative:
On february 08, 2023, a re-evaluation for the device was completed. Mentor concluded that the capsular contracture in the patient's breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2022, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 650cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).